Event description:
On (B)(6) 2025, the patient's wife reported an issue with the solis pump. She stated that while her husband was changing the pump the previous day, the device made a noise, began beeping, and then shut off completely, displaying a black screen. Pt's wife was not home at the time, but upon checking the pump the following day, it powered on. However, she is hesitant to use it for the next scheduled change and prefers to have the pump replaced. The serial number is (B)(6). The patient is currently infusing with a backup pump and is doing well. The next scheduled change is tomorrow. Registered pharmacist (rph) spoke with patient service representative (psr) (B)(6) to arrange delivery of a replacement pump to the patient's home address early tomorrow morning, with no signature required. It is unknown whether the md has been notified. No further information has been provided. The reported product fault occurred while the device was in use with a patient. The issue did not cause or contribute to any patient or clinical injury. A replacement device has been provided. The patient had a backup device available and was able to successfully continue their infusion. The infusion is considered life sustaining. The outcome of the event is currently unknown.